Manufacturer narrative:
Svc was not dispatched for this event. The field svc engineer did not evaluate the device. The bci customer technical support conducted troubleshooting with the customer and it was discovered that the customer had misloaded the reagent pack on the sys. The accutni reagent pack was not in the appropriate slot in the reagent carousel. A customer error is the root cause for this event. This is one of two separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-01940 for all events. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low accutni (troponin I) results generated on the access 2 immunoassay sys for two pts. The initial erroneously low results were reported outside the lab. The customer reported the sample testing for the two pts in another facility and the corrected results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.